Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. There was no information on patient involvement. A report was received from health canada's canada vigilance program which states, "was responding at a code blue today. The patient was having an acute stemi and we required intubation & pressors. We got our monitors all set up for transport to ccu/cathlab, but when we unplugged the IV pole to go the entire pump system shut down (with levophed, propofol, and our access line all infusing). The patients blood pressure dropped, requiring multiple doses of epi/phenelypherine ivp to maintain the bp while new IV pumps were hunted down & re-set up. The pumps are very slow to turn on and reprogram. We reprogrammed this 2nd set of pumps with all new channels, and the entire pump shut off again once we tried to leave for transportation (the levophed, propofol, access line and now epinephrine infusion were not infusing). The patients blood pressure dropped again, requiring further epi/phenyl ivp to maintain an adequate bp."

Manufacturer narrative:
Correction: initial reporter addr 1, initial reporter facility name. A device history. Record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. There was no information on patient involvement. A report was received from health canada's canada vigilance program which states, "was responding at a code blue today. The patient was having an acute stemi and we required intubation & pressors. We got our monitors all set up for transport to ccu/cathlab, but when we unplugged the IV pole to go the entire pump system shut down (with levophed, propofol, and our access line all infusing). The patients blood pressure dropped, requiring multiple doses of epi/phenylephrine ivp to maintain the bp while new IV pumps were hunted down & re-set up. The pumps are very slow to turn on and reprogram. We reprogrammed this 2nd set of pumps with all new channels, and the entire pump shut off again once we tried to leave for transportation (the levophed, propofol, access line and now epinephrine infusion were not infusing). The patients blood pressure dropped again, requiring further epi/phenyl ivp to maintain an adequate bp."